Event description:
One week after trreatment with cosmoderm, the pt developed persistent erythema and flaking skin at the lower eyelid treatment site. The physician prescribed oral antibiotics and topical cortisone cream. The symptoms persisted for approx six weeks and have now resolved.